Event description:
It was reported that two days post-implant the patient presented to the hospital with shortness of breath. Perforation was noted. The lead was explanted, but not replaced at this time. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.